Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a pocket hematoma post operation. The patient underwent a pocket revision. A few weeks later, the patient developed another pocket hematoma. The pocket was opened and evacuated. A few weeks after the second hematoma, the patient developed another pocket hematoma. The pocket was reopened and evacuated. The device remains in use. No further patient complications have been reported as a result of this event.